Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic and non-dependent patient presented in clinic follow up. Upon interrogation the right ventricular lead exhibited low impedance. Low impedance notification has been observed since (B)(6) 2017. Noise episodes were also noted on the lead which could not be reproduced with isometric movements. The patient was in a stable condition and will continue to be monitored.